Manufacturer narrative:
The customer report for the probe had no function was not replicated on the sample returned for evaluation. The probe was cleaned of surgical debris and tested. The probe met specifications for laser output and image. We could not determine what may have caused the issue. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Report 1 of 2, see related medwatch report numbers: 0001932402-2023-70005.

Event description:
A user facility in france reported a patient underwent surgery for retinal detachment of the left eye. During the surgery, two laser fibers did not work. Medical staff using the system checked the connections, and connections were all okay. The surgeon used cryo-application for patient treatment instead. There was no increase in incision size and no additional sutures. The surgery duration was increased about 15 minutes to change the equipment and perform the other procedure. No additional anesthesia was required.

Manufacturer narrative:
The device has been requested for evaluation but not yet received. A b+l technician checked the system, power was ok. According to the technician the issue is from laser fibers. The sterilization and lot history records were reviewed and found to be acceptable. This investigation is ongoing. Report 1 of 2, see related medwatch report numbers: 0001932402-2023-70005.